Event description:
Once the patient's sigmoid colon had been completely mobilized, a curved linear staple device was introduced into the pelvis. When the stapling device was closed initially, it was too high, so the stapler was repositioned. When it was closed the second time, the "pin" which closes with the device, perforated the ureter. As a result, the patient had a repair of the ureter and placement of a stent.